Manufacturer narrative:
Follow-up 22-feb-2016: case considered closed. No further information is expected. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer who had mirena (levonorgestrel - intrauterine delivery system) inserted approximately 10 years ago and had chronic urinary tract infections. No information was given on mirena removal date and event outcome. Also, on an unspecified date, she had essure (fallopian tube occlusion insert) inserted and experienced hashimotos thyroiditis and also chronic urinary tract infections. She was waiting for a scheduled fully hysterectomy with bilateral salpingectomy to remove essure. All these three reported events were considered serious due to medical significance and are unlisted in both essure and mirena reference safety information. She also had recurring pelvic pain sometimes sharp and stabbing/dull aching, which was considered serious and listed. Other non-serious events were reported. Hashimoto thyroiditis is part of the spectrum of autoimmune thyroid diseases (aitds) and essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and hashimoto thyroiditis was considered unrelated. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Based on the pathophysiology of this event, company considers both chronic urinary tract infections to be unrelated to essure and mirena use. With regards to the other event, a causal relationship with suspect insert cannot be excluded and causality with mirena can be excluded. This case was upgraded to incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected as this is a docket case.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 28-mar-2017. Legal claim was received. As a result of her implantation with essure she experienced extreme joint and muscle pain, memory loss, neurotoxicity, autoimmune response, migraines, chronic pain, hair loss, weight gain, endocrine disruption, and depression. She had hysterectomy. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer who had mirena (levonorgestrel) inserted approximately 10 years ago and had chronic urinary tract infections. Also, on an unspecified date, she had essure (fallopian tube occlusion insert) inserted and experienced hashimotos thyroiditis, rheumatoid arthritis, neurotoxicity, autoimmune response, pituitary gland disorder and also chronic urinary tract infections. All these reported events are unlisted (unanticipated) in both essure and mirena reference safety information. The patient also had recurring pelvic pain sometimes sharp and stabbing/dull aching (which is listed/anticipated) and was submitted to a hysterectomy with essure removal. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Based on the pathophysiology of this event, company considers both chronic urinary tract infections to be unrelated to essure and mirena use. For the reported pelvic pain, considering this event can occur during essure therapy casuality cannot be excluded. Regarding the remaining events, based on their nature and considering essure safety profile, causality was considered unrelated. This case was regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0015) in united states on 21-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. As an alternative to tubal ligation, consumer had essure inserted in (B)(6) 2014, and in (B)(6) 2014, a confirmation test showed the coils in place and the scar tissue properly formed. She then ceased regular birth control pills. Since then, she was experiencing the following symptoms: 40 percent hair loss, weight gain (25 lbs in three months), brain fog and difficult concentrating, with severe memory problems, to the extent of having difficult comprehending written texts, remembering short lists, remembering the names of people or basic facts or sequences, lethargy and extreme fatigue, feeling almost as if she was drugged at times, unable to stay awake while working, having to pull over while driving, unable to wake in the mornings, even to several alarms or the doorbell, sleep disruptions and insomnia, severe cystic acne on her face and chin, severely bloated belly (grew 6 inches in three months from 30 inch waist to 36 inch waist with no dramatic changes in diet or exercise), chronic urinary tract infections, recurring pelvic pain, sometimes sharp and stabbing, sometimes dull an aching, painful sexual intercourse, intolerance to cold, debilitating headaches, depression, anxiety, mood swings, numbness in hands and feet, loss of circulation (white hands and fingers), numbness on right side of body, blurred vision, fits of rage, joint and muscle aches, sometimes so severe she was unable to walk or perform basic physical movements or tasks, dizziness, fainting, severe menstrual cramps, severe pms symptoms (usually for two weeks out of every cycle), heavy menstrual bleeding, sometimes soaking 1 super plus tampon in 10-20 minutes, high blood pressure, insulin resistance, high cholesterol, high thyroid antibodies, but with optimal thyroid panel. Consumer stated that she also experienced some symptoms while on mirena ten years before this report (2005), including: bloating, mood swings, headaches, fatigue, chronic urinary tract infections. After much blood work and many tests, including a thyroid sonogram, she was diagnosed with hashimoto's thyroiditis and was advised to adopt a gluten free, paleo lifestyle, which she was done for the last six months, and all of the symptoms listed above remained. Some of them have improved, but not a single symptom was gone away. In addition, even on an anti-inflammatory paleo diet plan, her thyroid antibodies continued to increase. She was concerned that the pet fibers and/or the metal coils from which essure were constructed triggered this massive autoimmune response in her body. Her quality of life significantly declined since essure insertion. Ptc investigation result was received on 04-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 03-nov-2015. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-2482). Case is now considered incident. Essure was inserted on (B)(6) 2014 and hysterosalpingogram performed on (B)(6) 2014 confirmed occlusion. Immediately following placement, consumer experienced excruciating pain (as bad as or worse than labor) for the first 48 hours. Consumer experienced 40-50% hair loss, diagnosed as unexplained alopecia, cystic acne on face and back, paper-thin fingernails, ridged nails, confusion, gluten sensitivity, digestive issues, chronic systemic inflammation and pain, loss of muscle control, inability to walk or move limbs, which flare up periodically since placement and then subsides at random, severe joint pain and swelling, positive test for rheumatoid arthritis immunoglobulin, loss of libido, frequent, irregular and extremely heavy periods, unspecified autoimmune response attacking pituitary gland, sleep paralysis, light-headedness, acute pain on right side of lower abdomen, dry and itchy eyes, environmental and food-related allergies. Since essure, she was unable to work at least 1-2 days per week, adversely impacting her ability to provide and care for her family. She was waiting for a scheduled fully hysterectomy with bilateral salpingectomy to remove essure in december. Company causality comment this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had a mirena ius (levonorgestrel - intrauterine delivery system) inserted approximately 10 years ago and experienced chronic urinary tract infections. No information was given on mirena removal date and event outcome. Also, on an unspecified date, she had essure (fallopian tube occlusion insert) inserted and experienced hashimotos thyroiditis and also chronic urinary tract infections. She was waiting for a scheduled fully hysterectomy with bilateral salpingectomy to remove essure. All these three reported events were considered serious due to medical significance and are unlisted in both essure and mirena reference safety information. She also experienced recurring pelvic pain sometimes sharp and stabbing/dull aching, which was considered serious and listed. Other non-serious events were also reported. Hashimoto thyroiditis is part of the spectrum of autoimmune thyroid diseases (aitds) and essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and hashimoto thyroiditis was considered unrelated. Sexual intercourse may lead to cystitis, but it is not necessary to be sexually active to develop it. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Based on the pathophysiology of this event, company considers both chronic urinary tract infections to be unrelated to essure and mirena use. With regards to the other event, a causal relationship with suspect insert cannot be excluded and causality with mirena can be excluded. This case was upgraded to incident since a surgical intervention will be required. A product technical complaint is expected. No further information is expected as this is a docket case.